Event description:
The customer reportedly received the following results on the accu-chek advantage system: 196 mg/dl, 192 mg/dl and 102 mg/dl. The customer states she obtained an add'l comparison with the following blood glucose results on the accu-chek advantage system: 327 mg/dl, 224 mg/dl and 152 mg/dl. On both occasions, test results were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.